Event description:
Same case as: MDR ID #: 2134265-2013-05306. (B)(4). It was reported during a percutaneous coronary intervention, a vasospasm occurred. In (B)(6) 2011, the subject presented with chest pain and was diagnosed with stable angina. The patient was recommended for cardiac catheterization. Coronary angiography revealed, 75-80% distal stenosis was located in the left circumflex artery. Hence, patient was referred for percutaneous coronary intervention. On the same day, index procedure was performed. The target lesion was located in the distal left circumflex artery with 80% stenosis and was 12 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with direct placement of a 2.50mm x 16 mm taxus liberte stent, with residual stenosis of 0 %. Following post dilatation of a 2.25 x 15 mm quantum maverick balloon catheter, vessel spasm of the distal left circumflex artery occurred and was treated with intracoronary nitroglycerine. One day post procedure, the event was considered resolved without residual effects and the patient was discharged on aspirin and effient.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).